Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the pump was not delivering insulin due to the control iq software. The control iq software was turned off and back on to resolve the issue. Customer declined further troubleshooting with tandem technical support and declined to provide further information.